Event description:
It was reported that during an unknown procedure the surgeon found that the clips were malformed from the first firing to the fifth firing. It works when the sixth firing. The surgeon continued to use the device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: what vessel or structure was the device fired on at the time of the event? There was nothing fired on the device at the time of the event. Was the clip fully advanced into the jaws prior to firing? Yes, it was. Was there any torquing or twisting of the device present at the time of firing? No, there was not any torquing or twisting of the device present at the time of firing. Was any unexpected resistance felt while firing the trigger? No, it wasn't. Were any unexpected noises heard? If so, when? No, it wasn't. Did anything unexpected happen prior to this incident? No, it wasn't. Was the device fired after this incident in or out of the patient? The device was fired after this incident out of the patient. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.